Event description:
Report received indicated that stent became was out of position over the balloon when the stent delivery system (sds) was advancing to the lesion. The product was inspected without any anomalies and prepped/used following the instructions for use (IFU). The percutaneous transluminal angioplasty (pta) was being performed to the left renal artery. The lesion was osteal with 90-degree take off. The vessel was neither calcified nor tortuous. The lesion was not predilated. A 0.035" the stent was advance through the guiding catheter (gc) without any resistance however when the stent was out side the gc it was noticed that the stent had moved over the balloon slightly. Therefore, both the stent and balloon were pulled into the gc and retrieved without difficulty. Another sds was use to end procedure successfully.

Manufacturer narrative:
Ni